Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the perclose proglide device was successfully backloaded onto an unspecified 0.035 guide wire. However, the proglide device would not advance to the target site. The device was removed and hemostasis was achieved using a second proglide device. There was no reported adverse patient sequelae. A 6fr sheath was used. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Corrections: although initially reported the device was discarded, the device was subsequently returned. (B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. The sheath appeared normal and there was no kink. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. During the investigation, a 0.038 guidewire was backloaded and frontloaded without a problem. The probable cause for difficult to insert the device is due to anatomical condition, however this could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and found no similar incident. There does not appear to be an indication of a product quality problem.